Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of total daily dose history from (B)(6) 2010 to end of pump use on (B)(6) 2011 showed that daily insulin delivery totals correctly reflect the users programmed basal rates. The blackbox/download shows that the patient was running on incorrect time/date. A 29-hour flow accuracy test was performed and the pump was found to be delivering insulin within specifications. During testing a 10 unit bolus was performed from the pump menu and the pump accurately reflected the delivered bolus in the pump history.

Event description:
The patient's mother contacted animas to report that the patient was hospitalized with a diagnosis of dka. The patient's mother reported that on the evening of (B)(6) 2011 the patient went to bed with a blood glucose (bg) reading that was within her target. The following morning she awoke with a bg of 500 mg/dl and tested positive for ketones. The reporter stated she changed out cartridge and infusion set and contacted patient's hcp. The patient's physician prescribed syringes and insulin. Before having the opportunity to pick up prescription, the patient's mother stated that the patient then began to vomit. The patient was taken to the hospital where her bg was over 600 mg/dl. The patient was removed from pump, placed on insulin drip and admitted to ICU. On (B)(6) 2011, the reporter claimed the hospital staff recommended that the patient resume pump therapy. The patient's mother reported that she opened a new bottle of insulin and changed cartridge and infusion set prior to connecting patient to pump. After the patient was placed back on the pump, the patient's mother claimed the patient's bg rose from 190 mg/dl to 500 mg/dl. The hospital physician requested the pump to be replaced. At the time of troubleshooting, the patient's mother confirmed the cannula was not bent when in previous sites. The reporter denied any alarms in pumps history and stated all the boluses were delivered in full.

Manufacturer narrative:
(B)(6). The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.